Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an increase in pacing thresholds was noted on this right ventricular (rv) lead. An x-ray showed that the lead was in a slightly different position compared to the implant procedure, a possible dislodgment was suspected. A repositioning procedure was planned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.;

Event description:
Additional information noted that a revision took place and the lead was repositioned, but a few days later high pacing thresholds were noted, the device was reprogramed and the patient was discharged. No additional adverse patient effects were reported.